Manufacturer narrative:
Investigation included technical troubleshooting and user guidance through supply change and priming steps. Investigation of this case revealed a stalled motor alert not resolved until alternate lot infusion supplies were used, with successful reconnection afterward. It was concluded that the event was consistent with an infusion setup or supply-related issue leading to a motor stall and occlusion alerts, resolved by changing to working lot supplies.

Event description:
It was reported that the user experienced repeated occlusion alerts and then received alert 38 indicating consecutive motor stalls when attempting to reconnect after using backup therapy; after a pump restart and successful dry run, the user encountered an ¿unable to proceed¿ message during fill tubing with a teflon infusion set, but insulin delivery resumed after switching to infusion sets from a different box, and replacement supplies were arranged. Symptoms included interruption of insulin delivery. Outcomes included restoration of therapy after supply change.